Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 9122995. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this incident, a representative sample was returned for evaluation by our quality engineer team. The sample was functionally tested to measure the pull force of the inserter, the rubber cap, and the cover force. All of the test results were within specification. Based on the investigation results, an exact cause related to the manufacturing process could not be determined of this incident. (B)(4) see h.10.

Event description:
It was reported that saf-t-intima w/y adapter gn 18ga x 1.0in safety mechanism was difficult to disengage on 25 occasions. This caused a needle stick injury for the nurse. The following information was provided by the initial reporter: the indwelling needle was always punctured in the ward before the surgery in the hospital. On today's morning, when the nurse used 18g pegasus to do the puncturing, she found the needle was difficult to disengage after successful delivering. Nurse didn't want to do the puncturing again since she saw lots of blood in the extension tube, so she wanted to close the clamp. When nurse was closing the clamp, she was injured by the half- withdrawn needle. Patient was confirmed with hbv, and nurse was injected the vaccine and waiting the examined report. The head nurse and the injured nurse were anxiety, they wanted a full research and the result of this batch, and they didn't want to see this thing again. Since this was a serious incident, it had been reported to the equipment department with the needle stick injury process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that saf-t-intima w/y adapter gn 18ga x 1.0in safety mechanism was difficult to disengage on 25 occasions. This caused a needle stick injury for the nurse. The following information was provided by the initial reporter: the indwelling needle was always punctured in the ward before the surgery in the hospital. On today's morning, when the nurse used 18g pegasus to do the puncturing, she found the needle was difficult to disengage after successful delivering. Nurse didn't want to do the puncturing again since she saw lots of blood in the extension tube, so she wanted to close the clamp. When nurse was closing the clamp, she was injured by the half- withdrawn needle. Patient was confirmed with hbv, and nurse was injected the vaccine and waiting the examined report. The head nurse and the injured nurse were anxiety, they wanted a full research and the result of this batch, and they didn't want to see this thing again. Since this was a serious incident, it had been reported to the equipment department with the needle stick injury process.